Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.

Event description:
It was reported that prior to a procedure on (B)(6) 2013, the pin fell out of the sleeve of an adjustable cervical distractor and caused the device to break into three pieces. The surgeon was going to perform a two level anterior cervical discectomy and fusion. There was no patient problem. The event occurred when the surgical technician was at the back table and opened the package. Another device was available and the surgery was successfully completed. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates the pin of one arm has sheared off and a crack is also visible at the slot. The distractor is in good condition considering its age is over 8 1/2 years old. Dimensions that cannot be measured was due to a lot of pressure was applied to the joint causing damage and deformation. A visual check confirms that the pin was secured with two laser points on each side of the joint. It was concluded that too much force caused the arm to crack causing the pin to fall out. A product development evaluation was conducted. The report indicates the distractor was received with stress fractures on both hinges of part (B)(4). The pin is free on one arm as the weld points are damaged. The anterior cervical instrument set includes left (396.395) and right (396.396) adjustable cervical distractors. In conjunction with distractor pins ((B)(4)), the surgeon distracts the cervical spine prior to the discectomy and endplate preparation. The drawings were reviewed and after reviewing these drawings, it was determined that the design may contribute to the failure mode of this complaint. Component (B)(4) fractured due to excessive stress at the base of the slot. A document change order was released and it changed the slot to have a full radius which would reduce the stresses seen at the corners of the slot. The materials are adequate for the devices intended use. The device history record review could not be performed as the records could not be identified.